Event description:
It was reported the gastrointestinal videoscope had no image. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a scope communication error occurred and there was a burnt plastic distal end cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of no image: damage to the image sensor unit or a malfunction of the electrical board components. Based on the results of the investigation, it is likely the following led to the malfunction of the burnt plastic distal end cover: a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Based on the results of the investigation, it is likely the following led to the malfunction of the scope communication error: cause not established. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope gif/cf/pcf-190 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.